Event description:
Customer alleges discrepant results with meter compared to lab on a patient. Results as follows: date: (B)(6) 2011, inratio: 1.6, lab: 4.16. Lab result was twenty minutes later. Therapeutic range 2-3.

Manufacturer narrative:
Investigation pending.